Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant procedure prior to wound closure, difficulty extending this right ventricular (rv) lead was encountered. The helix was unable to be extended at 30 rotations. It was noted after several rotations, the helix did finally extend. The rv amplitude was 5mv, but as time elapsed, the amplitude decreased to 3 mv. The physician tried to retract the helix in order to reposition the lead, but difficulty retracting the lead was encountered. It was noted it took more than 30 rotations to retract the helix. The physician felt this was unusual and elected to replace the rv lead. No adverse patient effects were reported.